Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000119834. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced a fall and lead diagnostics showed the lead in port 9-16 had all high impedances. X-rays did not show any obvious fracture. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored.